Event description:
Device malfunction: none. Symptoms/ae: infection/surgical intervention. Time of symptoms/ae: one week post procedure. It was reported that one week post a stenting procedure in the renal artery using the herculink plus, the patient developed a pseudoaneurysm in the right renal artery and an infection in the right renal artery/aorta. Surgery was performed and an unspecified graft was used to repair the aorta. The patient's right kidney was surgically removed and the left kidney is minimally functional. Dialysis is being administered. Medical opinion indicates that the infection may be due to mishandling and contamination of the device during the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). Off label use in the vasculature. (B) (4). The device is not available for evaluation. The lot number was not provided; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.